Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen went blank in the middle of the transaction, when user tried to use the machine. A field service engineer cleaned and greased the connections to resolve this issue. The system functioned as intended after field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a malfunction that the screen would go blank in the middle of the transaction and error message occurred. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient, resulted delay in dispensing medication. There were no adverse events or injuries reported based on this event.